Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25x28 promus premier drug-eluting stent was advanced but encountered difficulty crossing the lesion. The device was removed and a 2.25x12mm promus premier drug-eluting stent was advanced but failed to cross the lesion. After several attempts were made to cross the lesion, the stent delivery system snapped in half. The 2.25x28 promus premier stent that was attempted to advance previously was advanced again and was deployed successfully. No patient complications were reported and the patient's status was great.